Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements measuring greater than 3,000 ohms. Additionally, there was intermittent loss of capture. It was noted that the patient presented to the emergency room (ER) due to syncope and asystole. A x-ray was performed and they suspects the lead is fractured due to subclavian crush. The patient was externally paced since they are dependent on therapy and will be admitted to the hospital. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).